Event description:
Info received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The tech found the siderail weldment was bent. He replaced the siderail mounting bracket and the associated hardware to repair the bed.